Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient called to inform that the power cord was hot and a burning smell coming from the communicator after plugging in. The company representative opted to send a new communicator. The communicator was no longer in service. No adverse patient effects were reported.